Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead failed to deliver a shock. The rv lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of failure to shock was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination were normal. Visual inspection did not find any anomalies with the exception of procedural damage.